Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 461 mg/dl and 500 mg/dl. The customer had symptoms such as excessive thirst and frequent urination and treated with manual injection. Customer's blood glucose value was 369 mg/dl at the time of the call. Customer did contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for leaks or air bubbles, site or insulin issues. The device settings were correct. Alarm history showed a motor error alarm. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.